Event description:
Please change this to: it was reported during the initial report in MFR report # 1644487-2016-01424 that the physician had experienced a lead pin insertion issue with a model 106 generator twice. This report is for the first instance during which the physician had experienced a lead pin insertion issue. No further relevant information has been received to date.

Event description:
An internal investigation on insertion difficulty determined the root cause as ¿process/procedure¿ due to the following: lead model 303 assembly document in one manufacturing facility allows to wet connector in water for lubrication, if required. This is not a common practice during assembly process at the other manufacturing facility. The large o-ring boot diameter is critical and has direct impact on the maximum insertion force. The tolerance on specification of large o-ring boot diameter is not appropriate considering this dimension being critical and related to the insertion difficulties experienced in field. However, due to lack of information regarding this event, no conclusion can be drawn on the cause of insertion difficulty.